Event description:
Reporter stated that patient received the following results on aviva system compared to a professional meter within 10 minutes: "in the 400's" mg/dl (aviva system) and "in the 200's" mg/dl (professional meter). The exact readings were not available. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.